Event description:
It was reported that half of the competitor's lens was stuck in the sfc-25 cartridge. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental med watch shall be sent.

Manufacturer narrative:
Visual inspection of the returned product showed that there is no visible damage to the cartridge. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.